Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event log review was performed and found no evidence of reported problem. The pump was visually inspected and was tested for any signs of function and pressure failure. The customer's reported problem regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump average delivery error to be within the published specification of +/-6%. The root cause of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd solis vip pump was under infusing. No reported adverse effects.